Event description:
There was a discrepancy of 10+ on the right and left fill volumes of patient's syncardia total artificial heart c2 driver. When the c2 driver was changed to a different c2, the values were appropriate in that the difference between the right and left fills were less than 5 which is what is expected. When the driver was changed out, the patient's right fills were alarming instead of the left which could have guided patient's treatment more efficiently and accurately. Patient became short of breath and had to be diuresed. Patient's shortness of breath improved.